Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 07218ui00. All specifications were met indicating that the lot is performing acceptably. To further investigate the customer's issue, the historical performance of reagent lot 07218ui00 was evaluated using worldwide data. The patient median results for lot 07218ui00 are comparable with other lots in the field and confirms no systemic issue for the lot. Device history record review on lot 07218ui00 did not show any potential non-conformances, or deviations. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect prolactin for lot number 07218ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect prolactin result for 1 sample when compared to beckman analyzer. The following data was provided (reference range: 5.18 to 26.53 ng/ml): (B)(6) initial result = 130 ng/ml, repeat = 136.83 ng/ml, beckman = 31.48 ng/ml (within their reference range). No impact to patient management was reported.